Event description:
Pt was implanted with the freehand system hand grasp neuroprosthesis in 1996 in another country as a patient in a clinical trial. On july 11, 2000, the pt experienced intermittent malfunction of the device that progressed to implant failure to deliver stimulation by september 2000. Pt has not come to a decision on whether or not to have the implant replaced. The product malfunction does not pose any risk to the pt. B2: product malfunction.